Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. Two kinks were found on the catheter tubing approximately 42.4cm and 76.2cm from iab tip. Additionally the optical fiber was found to be broken within an inner lumen kink inside the membrane approximately 25.4cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after approximately three days and 11 hours of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer attempted to unplug and reconnect the fiber optic cable but the issue continued. They were then instructed to remove the fiber optic sensor, as it was likely broken and the inner lumen had to be checked. They then checked the pressure bag height, that it was pressurized to 300mmhg, and connections were tight. They were then able to get a brisk blood return from the stopcock. With the console on standby, the customer was walked through de-airing and flushing 15 seconds on standby. After restarting the console, a good waveform was confirmed. They were able to zero it. It was recommended they coil up the fiber optic cable and mark it "broken". The iab was removed after five days and 16 hours of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: msn, rn, ccrn, service leader. Additional reporter: (B)(6), rn. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).